Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level of 423 mg/dl. The customer was using manual injection to treat high blood glucose levels. The customer declined the troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.